Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed a discolored cable. A functional evaluation was performed on the returned device and a stuck left button causing a handpiece error was found causing the device to run continuously. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The failure of material deformation was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. The failure of physical resistance/sticking was confirmed and the root cause has been associated with a mechanical component failure. Factors that could have contributed to the this failure include a buildup of corrosion/debris around the spring from cleaning chemical fluid ingression over time. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that the cable of the mdu had damaged. No case involved; therefore, there was no patient involvement. Preliminary results of investigation have concluded that it was found a stuck left button causing the device to run continuously which makes it a reportable event.